Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the problem could not be reproduced. Though, the screws between the electronic controller board and the battery support were unscrewed. The motor, the battery support, trigger board, selector axis, motor screws, electronic controller board and all seals have been replaced in the frame of the upgrade. The issue has been solved with the upgrade.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece serial number (B)(4), started to run itself when battery is installed. There was no patient involved. This event occured during device checking.

Manufacturer narrative:
The device was not returned at the time of the investigation. However, a follow up medwatch will be submitted once the investigation is complete.